Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient had experienced high blood glucose levels and positive ketones with symptoms of vomiting on (B)(6) 2025. The ketones levels were 2.5 mmol/l on (B)(6) 2025. The patient reported that when she changed the infusion set there was a bit of blood. The patient resolved the issue after changing the infusion set. No further information available.